Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting. No product is expected to be returned.